Event description:
Info received that the head up function was not working. No injury reported.

Manufacturer narrative:
Tech found that the head up valve was stuck causing the function not to work. Replaced the valve to resolve this issue. Bed located in bedshop.